Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the sensor glucose readings. The customer's sensor glucose reading was 230 mg/dl but his blood glucose level was 50 mg/dl. The customer received sensor error and calibration error alerts. When the customer pulled the sensor there was blood at the end of the cannula. The device was not returned.